Event description:
It was reported that stent damage occurred. The target lesion was located in the left main coronary artery (lmca). A 5.00 x 20 synergy ii drug-eluting stent was selected for treatment. However, during the procedure it was noted that the distal part of the stent that was mounted on the balloon was damaged. The procedure was completed via alternative method. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 5.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main coronary artery (lmca). A 5.00 x 20 synergy ii drug-eluting stent was selected for treatment. However, during the procedure it was noted that the distal part of the stent that was mounted on the balloon was damaged. The procedure was completed via alternative method. No patient complications were reported. It was further reported that the distal part of the stent was a bit expanded before the insertion into guidezilla guide extension catheter was attempted and before the insufflator was connected.